Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia that entered the intestine coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. Two days prior to the receipt of this report, the patient was hospitalized. On an unreported date during the hospitalization, the patient underwent a hernia surgical repair procedure. Dianeal therapy was ongoing. After twelve days of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.